Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported drain complications received during treatment on the liberty select cycler. The patient said stomach was hard near the naval area and thought it could be a hernia. Additionally, the patient reported that it felt like the pd catheter (not a fresenius product) could have moved as she accidentally tugged on it while showering. Fibrin was also found wrapped around the blue pin. The patient stated that fibrin had been seen for the last few days. During follow-up with the patient, it was reported that patient was hospitalized on 03/apr/2024 due to not draining properly. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was admitted to the hospital with a diagnosis of fluid volume overload. No further attempts to obtain information were successful.

Manufacturer narrative:
Correction h.10. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of drain complications with fluid volume overload and subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. The patient stated that she had accidentally tugged on the pd catheter and thought it was not positioned properly. Additionally, there was fibrin found wrapped around the blue pin and the patient had seen fibrin for the last few days. No troubleshooting had been documented prior to this call. The failure of fluid to drain from the patient can be the result of several issues. Common causes of impaired flow include catheter occlusion from constipation or fibrin clot, catheter kinking or malposition, or adhesions in the peritoneum causing entrapment of the catheter. Based on the available information and no evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s drain complications with fluid volume overload and subsequent hospitalization.

Event description:
A peritoneal dialysis (pd) patient reported drain complications received during treatment on the liberty select cycler. The patient said stomach was hard near the naval area and thought it could be a hernia. Additionally, the patient reported that it felt like the pd catheter (not a fresenius product) could have moved as she accidentally tugged on it while showering. Fibrin was also found wrapped around the blue pin. The patient stated that fibrin had been seen for the last few days. During follow-up with the patient, it was reported that patient was hospitalized on (B)(6) 2024 due to not draining properly. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was admitted to the hospital with a diagnosis of fluid volume overload. No further attempts to obtain information were successful.